Event description:
An endurant iis stent graft system was implanted during an endovascular procedure . It was reported that during the index procedure, the proximal stent graft migrated distally by approximately 4mm during ballooning with a non-medtronic balloon (coda). An aortic cuff was implanted during the index procedure as intervention . The sponsor assessed the event as related to the study device and the index procedure. The site assessed the event as a technical error by the surgeon during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.